Event description:
An endovive standard peg kit was used during an esophagogastroduodenoscopy (egd) with peg placement procedure on a female pt (weight unk) in 2008. The complainant reported that during the procedure, the snare was put down the egd scope and was difficult to open. And, when the physician closed the snare and reopened it, the snare loop fell off in the pt's stomach. It was further reported that the physician was able to retrieve the detached loop and complete the procedure with another snare device. At the conclusion of the procedure, the pt's condition was reported as " fine".

Manufacturer narrative:
A visual examination of the returned device revealed that: the snare loop wire and crimped cannula had detached from the connecting wire; the working length of the snare was kinked; the loop wire was bent near the cannula; and the distal end of the connecting wire was coined near the tip. (See figures 1 & 2). This examination determined that the spacing between cannula crimps was too narrow; a result of improper mfg. A functional evaluation of device revealed that the connecting wire would move when the handle of the snare was actuated. A review of the device history record (DHR) for the pertinent lot was performed; no anomalies were noted. A search of the complaint database revealed no add'l complaints recorded for this lot. The april 2008 15-month initial g-tube enteral feeding product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.